Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/28/2016 that on (B)(6) 2016, the device had a permanent out of range. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and passed with no deficiency. Data logs were reviewed and showed no data on the incident date. The reported customer complaint could not be reproduced with the returned receiver.